Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown screw; quantity unknown. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an anterior cervical decompression and fusion on (B)(6) 2014. The patient was implanted with the zero p variable angle plate at c5-6. During the case the plate became dissembled from the spacer while still attached to the inserter at the same time the surgeon had the implant in the patient and was trying to put in the screws. Reportedly, the surgeon asked the sales consultant to step out of the operating room and make a call to a product director to find out if it was alright to reattach the implant after the spacer was removed from the patient. The consultant left the operating room to make a call and left a message for someone to call him back. Reportedly, the surgeon had the scrub tech assemble the two pieces together. When the sales consultant returned to the operating room the assembled implant was already in the patient and had been final tightened. The surgery was delayed by twenty minutes. This report is for an unknown screw; quantity unknown. This report is 2 of 3 for complaint (B)(4).